Event description:
Prob it was reported to philips the shock was not delivered properly during the case. It was later clarified the shift/system test failed the shock test. This occurred during testing. There was no patient involvement.